Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reported right side capsular contracture baker grade IV and rupture. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Physician reported right side pain and breast deformity, capsular contracture baker grade IV and rupture. The following non device related event was also reported, "in the upper outer quadrant, line b (3 cm from the nipple), 10' radius, there is a solid oval hypoechoic nodule (parallel to the skin), its edges are circumscribed, measuring 1.5x0.7x1. 7 cm, it does not present internal vascularity at color doppler or calcifications". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02/15/2024.

Event description:
Physician reported right side pain and breast deformity, capsular contracture baker grade IV and rupture. The following non device related event was also reported, "in the upper outer quadrant, line b (3 cm from the nipple), 10' radius, there is a solid oval hypoechoic nodule (parallel to the skin), its edges are circumscribed, measuring 1.5x0.7x1. 7 cm, it does not present internal vascularity at color doppler or calcifications". Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, g2.

Event description:
Physician reported right side pain and breast deformity, capsular contracture baker grade IV, and rupture. Device has been explanted.